Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On tuesday (B)(6) 2022, the patient¿s symptoms started. She was not feeling well and had dizziness, nausea, vomiting, a stomach ache and diarrhea intermittently for several days. She also had blurry vision and cold hands with tingling fingers. Her parent thought she was ill and assumed the sensor was accurate so the bg was not tested using a glucometer. The symptoms worsened on friday night, so on saturday, (B)(6)2022, the patient's mother took her to the pediatrician who checked her vitals and suggested she go to the emergency room (ER) at the children¿s hospital for treatment. At the ER she also had a diagnostic x-ray and was diagnosed with hypoglycemia and a viral illness. It was recommended by the healthcare personnel (hcp) that the sensor be replaced, and the parent thought the patient was also dehydrated. At some point at the ER the bg finger stick was 104 mg/dl and the cgm value was 165 mg/dl. She was treated with unknown IV fluids and zofran (anti-nausea medication) and discharged several hours later in stable condition. After the treatment she was able to eat a little bit but was very tired. The parent was unsure how long the child had been hypoglycemic prior to the ER visit. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.